Event description:
It was reported that during a lap gastric bypass., the handpiece gave an error 3 handpiece error. The handpiece was swapped with another handpiece and the case was completed with no pt consequence.

Manufacturer narrative:
Eval summary: the analysis was performed and was found that the hand piece no longer meets the specifications for these margin. However, the instrument activated properly when tested with generator. The hand piece was disassembled and a torn acoustic isolator was found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.